Manufacturer narrative:
Concomitant product(s): d314drg ICD, implanted: (B)(6) 2012. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an impedance spike on the patient's right atrial (ra) lead that triggered an impedance alert. Testing in clinic about a week later could not reproduce the finding. No changes were made and the ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.